Event description:
During a coiling procedure in a right internal carotid aneurysm, the coil stretched within the microcatheter and could not be placed in the aneurysm. The coil was removed without difficulty and the procedue was completed as a satisfactory results had already been achieved with the prior coil. The height of the aneurysm sac was 5.5mm, with a width of 5.5mm and length of 7.5mm. The neck was 3mm, and the neck/sac ration was 0.55. There was no report of any adverse effects to the patient. The product is not available for evaluation and testing.